Event description:
Patient returned 5 months post anterior cruciate ligament due to development of tibial osteolysis following autogenous hamstring graft reconstruction secured with bio-interference screw. A second surgery was necessary to remove the implant from the patient. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Information received from arthrex representative indicates that a bone plug was also implanted in the patient. The condition reported may have been related to an adverse patient reaction to any of the materials implanted. Product dfu states: "where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. A definitive conclusion could not be determined from the information available.